Manufacturer narrative:
A philips authorized service provider (asp) went onsite and observed that blood oxygen could not be measured. Based on the information available and the testing conducted, the cause of the reported problem is the blood oxygen extension conversion line. The part number of the blood oxygen extension conversion line is unknown. It is not clear whether the faulty component is a philips product. The reported problem was confirmed. The blood oxygen extension conversion line was replaced, and the device returned to full functionality. Section e (B)(6).

Event description:
It was reported that the blood oxygen values were inaccurate. The device was in use on a patient at the time of the event. There was no adverse event reported.